Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having issues with no delivery alarms on her insulin pump. Her blood glucose at the time of incident was 451 mg/dl. The customer treated her high blood glucose with an insulin shot. Troubleshooting was initiated for the no delivery alarm and successfully primed with the insulin pump; it was determined that the insulin pump was working as designed. No products were returned.